Event description:
When the strattice was opened by the scrub nurse two transparent lines down the middle of the graft were observed. The scrub nurse reported that the graft felt different in those areas. Another piece of strattice was used for the procedure; there was no impact to the patient. This incident is being reported conservatively as out-of-box failure. There is potential for serious injury to occur if this was to happen again and another device was not available for use.

Manufacturer narrative:
Method: review of device history record. Review of the lifecell complaint system for any other complaints reported to lifecell against devices distributed from this lot. Results: review of the device history record revealed no deviations associated with the nature of this complaint. The lot met all qc release criteria. Nothing unusual was noted in processing records. As of (B)(4) 2013 there were no other complaints reported to lifecell against lot s11142. As of (B)(6) 2013, there were 212 devices distributed from lot s11142, including 5 devices that were reported as implanted. As of (B)(4) 2013, there were no other complaints reported to lifecell from (B)(6). Conclusion: the complaint-related lot passed all qc release criteria. No root cause for the observation could be identified. The complaint product is expected to be returned to lifecell. A follow-up report will be submitted with the results of the assessment of the returned product.